Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass. The pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a partial display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they used energizer and stored them correctly. The customer stated that the pump has been dropped. The customer stated that the anomaly persisted after battery change. The customer stated that there were missing segments from the s-test. The customer will be sent a replacement pump.